Event description:
It was reported that the right ventricular (rv) lead high voltage impedance was measuring high. It was also reported that a patient alert was triggered. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was later reported by the patient's clinic that reprogramming was performed and the rv lead is being monitored.